Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 03/06/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 02/20/2015 with the following findings:the keypad was found to be fully intact; no damage or peeling was observed. During testing, the down arrow and contrast keypad buttons were found to be intermittently unresponsive. The up arrow and ok keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the battery cap threads were found to be stripped. A test battery cap was able to be fully secured to the pump and was used to complete all testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the down arrow and contrast keypad buttons were under responsive.